Event description:
The sales rep called and indicated that the procedure films showed that both balloons were delivered to the site in a kissing balloon technique, but one was inflated faster, trapping the other balloon. During the inflation, only the distal part of the balloon inflated, therefore, the balloons were deflated. However, during the deflation, blood was noted returning from the sakura fire star, 2.25 x 15 in the indeflator device, and once removed, the balloon was noted burst. There was no stent at the site, and there were no issues during advancement of the product to the site. Another balloon was utilized to complete the procedure. There was no pt injury reported with the event.

Manufacturer narrative:
Additional info will be submitted within 30 days of receipt.